Event description:
The home patient (hp) contacted baxter's technical service center regarding an alarm that occurred on the home choice (hc) machine the previous night. The technical service representative (tsr) assisted the hp to turn the machine on and to check the alarm log: (B)(6) 2011 a system error (se) 2240. The tsr explained the se 2240 alarm indicates air entered the set up. The hp stated he believed the alarm occurred in dwell 8 of 8 and there was fluid in the heater bag. The hp stated he had discarded all the supplies. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.